Manufacturer narrative:
Insulin pump alarmed compromised force sensor system during prime test at 3.5 pounds due to faulty force sensor resistor. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 217 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.